Event description:
It was reported loss of capture and decreasing lead impedance were observed. The lead was repositioned successfully and remains implanted.

Manufacturer narrative:
No medwatch form was received.